Event description:
The ¿machine malfunctioned and stopped¿ which ended up putting the patient in withdrawal. Per the patient, ¿no one knew it¿. The pump was replaced. The patient thought that it had happened probably about 10 years ago, but wasn¿t certain. The device system was delivering morphine. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, lot# l80788, implanted: 2000-(B)(6), product type: catheter. (B)(4).